Manufacturer narrative:
Submit date: 10/08/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the (B)(6) patient had to receive 500ml of enteral nutrition in 1hour (nutrison), the pump rang "downstream occlusion" after a few minutes of connection. When changing the tube, it broke. Another tube with bag was used to complete the procedure successfully. It took 1hour and 30min for the patient to receive the food. Additional information was requested on 09/30/2016, 10/04/2016 and 10/06/2016 with no response.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.